Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side "free fluid," "¿adnexal fdg uptake is likely physiological, related to a cyst and the menstrual cycle phase,¿ breast was "¿nodular on palpitation," and stress related symptoms of ¿alterations in bowel movements,¿ weight loss, ¿non drenching sweats." The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the weight was to the specification, crease fold, deformation, red and brown particles. Cloudiness and bubbles were observed after the autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The reason for reoperation was seroma.

Event description:
Healthcare professional reported left side "free fluid," "adnexal fdg uptake is likely physiological, related to a cyst and the menstrual cycle phase,¿ breast was "nodular on palpitation," and stress related symptoms of ¿alterations in bowel movements,¿ weight loss, ¿non drenching sweats." The device has been explanted.